Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned product confirmed the device was fractured and exhibited signs of use (dinged/scratched). Dimensional analysis could not be performed due to the fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d4 lot#, d9 product return date, g3; h2; h6.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a plastic femoral inserter pad broke. Attempts to obtain additional information have been made; however, no more is available.